Event description:
The knee should last at least 10 years. The prosthesis has premature failure. Within 12 months the plastic was cracking. The doctor knows of hundred other cases with similar problem.